Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the pacing lead packaging was opened it was noted that it contained the incorrect pacing lead model. The lead was not implanted and a replacement lead was used. No patient complications have been reported as a result of this event.